Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that there were abnormally high pressure readings. The hls set was exchanged and everything functioned normally again. The failure occurred during treatment. The affected product was investigated in the getinge laboratory on 2023-10-26 with following conclusion: the reported failure could not be confirmed. During visual inspection no damages were detected. However, the arterial pressure sensor showed dysfunction since values could not be displayed, while all other pressure values were within a plausible range. Clots could also be detected on the blood inlet side and in the rotor. Furthermore, there was formation of moisture in the arterial pressure sensor. It should also be mentioned that the arterial sensor system as a whole did not function properly, which, as described, could be influenced by the formation of moisture. The total failure of the arterial pressure sensor as well as the inaccurate values of the temperature sensor system indicate an electronic malfunction, which in turn could have led to the error pattern described by the user. Therefore, the possible most probable root causes are: - high pressure due to the clots - electrical dysfunction of the sensors due to moisture in the sensor housing according to the instruction for use ( hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter preparation and installation) the pressure sensors have to be checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The production records of the affected product were reviewed on 2023-10-26. According to the final test results, the modul passed the tests as per specifications. Production related influences are unlikely. Based on the results the reported failure "high pressure reading" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that there were abnormally high-pressure readings. The hls set was exchanged and everything functioned normally again. The failure occurred during treatment. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.